Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 500 mg/dl. The customer stated that after treating with a bolus, her glucose level came down to 350 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set and reservoir every four days. Recommended the customer to change the infusion set and reservoir every two to three days. The programming on the insulin pump was correct. The alarm history revealed several alarms. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.